Event description:
It was reported that "the doctor failed to detach(separate) the holded blood vessel with 51114v and its applier. This resulted in tearing of the blood vessel during the isolation process.after medical interventio0n by bleeding control through electric caute. It is confirmed that patient is fine".

Event description:
It was reported that "the doctor failed to detach(separate) the holded blood vessel with 51114v and its applier. This resulted in tearing of the blood vessel during the isolation process.after medical interventio0n by bleeding control through electric caute. It is confirmed that patient is fine".

Manufacturer narrative:
(B)(4). Complaint verification testing on the actual sample could not be performed as the actual sample was not returned for analysis. A rep resentative was received at the manufacturing site for evaluation. A device history record review identified no relevant findings and it was concluded that the batch was manufactured and released according to specified process parameters. It was determined upon co mpletion of evaluation that no rmi production practices could have contributed to the issue. The root cause was undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).